Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that peripheral IV (saline lock) was being removed from the patient's right antecubital. During the removal, catheter fractured occurred leaving white portion of cannula inside right ac. There was a patient involvement and there was no reported patient harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done protectiv catheter identified catheter severance consistent with repeated bending/kinking at a joint flexion site and a puncture consistent with needle redirection during insertion. The probable cause was determined to be use-related insertion/stabilization technique. Manufacturing records could not be reviewed due to an unknown lot number, and no manufacturing-related nonconformance was identified.